Manufacturer narrative:
A patient experiencing lead erosion was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8820213 common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8820213.

Event description:
It was reported that the drg lead was eroding through the skin. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.